Event description:
Customer reported a motor error alarm and stated that insulin had been squirting out during the prime. The blood glucose reading was 140 mg/dl. He stated that the insulin pump had not been dropped or bumped. He was assisted in clearing the alarm but stated that he was unable to complete the rewind sequence. He stated that the insulin pump had been near amplifiers and that he had also been under a computer desk. Nothing further was reported.

Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. Moisture damage was noted on motor assembly. The insulin pump passed displacement test. Unable to confirm motor error alarms due to compromised force sensor system error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.